Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that post implant, the device exhibited excessive battery discharge. The magnet rate was 83 ppm with a cell voltage of 2.54v. Repeated readings gave similar values. The device was subsequently replaced.